Manufacturer narrative:
The event date is unknown. The patient's weight is unknown. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient stopped recharging their ipg for an extended period of time. As a result, the patient's ipg became inoperable. In turn, the patient's ipg was explanted and replaced to address the issue.